Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.31 on a patient presented with chest pain. There was no additional patient information available at the time of this report. Testing was performed on (B)(6) 2014. Method: I-stat, draw time: 15:30, ctni: 0.31, sample: a, comment: full draw; dimension, ni, 0.00, a, n/a; I-stat, 16:15, 0.00, b, draw from patient; dimension, ni, 0.00, b, n/a; I-stat, ni, 0.00, a, remixed for troubleshooting at customer site only. There were no test result times available at the time of this report. The customer states that the patient was initially admitted due to the initial I-stat result, but then discharged after further testing. There was no cath procedure performed. The investigation is complete, no return product was available for testing. Retains testing on I-stat ctni lot# r13289 did not confirm the customers complaint. There is reason to believe that there was a malfunction based on the information available, however, it was not confirmed through retains testing. There were no injuries reported with this event.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/07/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.